Event description:
It was reported that a ventilator generated an error message that rendered it inoperable. The patient was removed from the ventilator and placed on an alternate device without harm. There is no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). An analog interface (ai) printed circuit board (pcb), was returned for investigation. A visual inspection was performed and no anomalies were observed. The ai pcb was attached to a test ventilator for analysis and powered up without issues. The ventilator passed all tests and calibrations. The unit was set into ventilation mode for a minimum of 24 hours and the diagnostic logs generated no errors or alarms. The unit was found to be functioning as intended and the customer reported malfunction was not verified.